Manufacturer narrative:
(B)(4).

Event description:
It was reported that when she/pt turned the stimulation up to the level, she needed for therapeutic effect she was shocked. The device was for nerve pain in the ear and the pt fell she shock in her neck. The implantable neurostimulator was placed in her chest cavity. There was no known accident or incident associated with the event. The pt had not been reprogrammed since implantation, and planned to leave the stimulation down until she could meet with her hcp. Add'l info has been requested, but was not available as of the date of this report.